Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, g1, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: plastic distal end cover and light guide lens had foreign objects. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is traced to no problem detected and the most probable cause of the additional malfunction identified during the investigation could not be established. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed an e216 scope communication error. Additionally, the image had noise, like a sandstorm, that occurred during installation when the main body of endoscope was connected. The malfunction reoccurs approximately 10 seconds after connection. There were no reports of patient involvement.